Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had broken black conductor wire. There was no report of patient involvement. Intuitive surgical, inc. (Isi) contacted the clinical engineer and obtained the following information: the instrument was inspected prior to use and nothing out of the ordinary was noticed. The issue was discovered in central processing. The customer saw the conductor wire had a full breakage. There was no report of loss of cautery as the damage cable was discovered in central processing. The customer answered unknown to the following questions: any signs of thermal damage at site of breakage, any arcing observed during the procedure, did the instrument collide with any other instrument or tool during the procedure, did the damage result in a fragment falling inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis. The instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. Additional observation(s) not reported by site: the instrument was found to have a frayed grip cable at the distal end. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. The probable root cause of a frayed cable is primarily attributed to device design. When the wrist is bent to approximately 90 degrees and beyond, the grip cable can jump off the pulley and get frayed. Bending to that degree can occur with manual manipulation of the instrument during reprocessing or handling. No additional actions are currently required given that this issue will continue to be tracked per (B)(4) (quality data review meetings).